Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that 60-6085-201a, vcare 200a ¿ medium device was being used during a robotic hysterectomy procedure on (B)(6) 2024 and, ¿when inserted in patient, the manipulator broke into 4 pieces. All items retrieved and accounted for.¿. The procedure was completed with no delay. There was no report of injury, medical/surgical intervention or hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A customer reported that 60-6085-201a, vcare 200a ¿ medium device was being used during a robotic hysterectomy procedure on (B)(6) 2024 and, ¿when inserted in patient, the manipulator broke into 4 pieces. All items retrieved and accounted for.¿. The procedure was completed with no delay. There was no report of injury, medical/surgical intervention or hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.